Manufacturer narrative:
(B)(4). Pump not received stuck in manufacturing mode. Detailed trace analysis confirmed the pump alarmed power loss, low battery and replace battery now was triggered due to connector resistance issues j6. After disconnecting and reconnecting the internal battery connector at j6 pcba 1, the unit was monitored and functioned properly. No unexpected power error 25 noted during testing or in the formatted history file. Then power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. Unit had minor scratched display window, scratched case and a pillowing keypad overlay.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now. The customer's blood glucose was unknown at the time of incident. Customer received a low battery alert prior to the replace battery now alarm. Timing was less than 10 hours from the low battery alert to the replace battery now alarm. This is the second occurrence of replace battery now in less than 10 hours after low battery warning. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.